Event description:
Complainant alleged that the medics responded to a call for a "person down". Upon arrival, they found an elderly pt (age unk) who was supine on asphalt, and they began their pt assessment. Within a few seconds of their arrival, the pt was pulseless and apneic. The medics then began to monitor the pt using the five lead ECG cable. The pt was presenting a ventricular defibrillation heart rhythm. The medics then applied the multi-function electrodes to the apex and sternum positions, and switched the device to defib mode and switched the lead select to "lead 2". They then attempted to deliver a 120 joule shock to the pt, but the device displayed a "poor pad contact" error message. The medics then applied pressure to the electrodes to ensure that there was good pt skin/pad contact, and switched the lead select to "pads" and again attempted to defibrillate the pt at 120 joules, but the device again displayed the "poor pad contact" error message. The medics then removed the posterior pad to the pt's back, and moved the sternum pad to the anterior position. They then attempted to defibrillate the pt, but received the same error message. One more additional attempt to defibrillate the pt was unsuccessful with the same error message appearing on the device screen. The medics then obtained another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt had already expired when they began treatment.